Event description:
The customer reported while loading the empty stretcher into the ambulance, the front wheels became caught on the ambulance deck allowing the unit to lower to the ground. The medic allegedly sustained a back strain, as a result. The need for medical intervention is not known at this time. The unit will be evaluated.

Manufacturer narrative:
An authorized ferno technician conducted a visual and functional test on the device and could not find any issues that would have caused the incident. The stretcher did sustain damages, as a result of the stretcher lowering to the ground. No further patient details were provided.

Event description:
The customer reported while loading the empty stretcher into the ambulance, the front wheels became caught on the ambulance deck allowing the unit to lower to the ground. The medic allegedly sustained a back strain, as a result. The need for medical intervention is not known at this time. The unit will be evaluated.